Event description:
Additional information received reported that the date of onset/diagnosis was (B)(6) 2013. It was noted that the drug was not applicable. It was noted that perioperative antibiotics were administered. The patient did not have meningitis. Signs and symptoms of infection included redness and drainage. The primary location of infection was the device pocket. It was unknown if a culture was obtain ed. Treatment included oral antibiotics and a total device system explant. It was noted that the patient outcome was that the infection was resolved.

Event description:
It was reported the patient had an appointment scheduled for (B)(6), 2013, because her patient programmer (pp) and spinal cord stimulation (scs) system had not been working but it was working now. The patient was unable to adjust stimulation. The patient indicated the device would not let her charge it and she was having communication problems. The patient¿s son replaced the aaa batteries in the pp a couple of days ago and it worked. It was also reported the patient no longer had trouble recharging. She was able to recharge the night before last and it was still working. It was noted the patient¿s two incisions had not quite healed yet but her physician was keeping her under observation to make sure they healed. Additional information received reported that the patient had leg cramps that were so bad that they couldn¿t sleep. Since (B)(6) the patient¿s incision had not healed and drained daily. It was reported that there was clear drainage and the patient had to change out their bandages twice per day. The patient had contacted their health care provider (hcp) and they had looked at their incision site. It was noted that the hcp did not seemed concerned and thought that it should heal soon. The incision site did not cause the patient pain. It was reported that the patient had kept surgical spray on it to keep it clean. The patient did not want to increase stimulation because they were at work. It was reported that the patient had no stimulation sensation for two months. It was determined that the device was powered off and the patient was able to turn the device on and it was helping with their leg cramps. It was reported that the patient thought they had a rechargeable device still but it was not. The patient was redirected to their hcp. It was reported the patient had to have their therapy device removed last week because of an infection that would not heal. It was noted they would implant again after the patient healed.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3 7746, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).